Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown baclofen (0.2 mg/ml at 0.037 mg) and morphine (30 mg/ml at 5.5 mg) via an implanted pump. It was reported the pump connector separated when disconnected from the current pump. There were no environmental/external/patient factors that may have led or contributed to the issue. A new 8784 was added to the pump segment and csf flow was visualized. It was noted the issue resolved.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2020-feb-14. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the connector separated during replacement surgery due to normal eri. The separation was visualized by both the rep and the hcp. No further complications were reported.